Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient reported that "77" was displayed on the screen of his backup infusion device. The patient stated that "77" was previously displayed on the screen of his primary infusion device which is why he switched to his backup device. He stated that he was still using recalled power packs which had been in use for about one month. The patient was advised to discard all recalled power packs and to only use corrected power packs. The pt inserted a new power pack into his primary infusion device and it functioned properly. The pt did not have another new power pack to insert into the backup infusion device. The pt was educated on the recall and was sent corrected power packs. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.